Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on (B)(6) 2015, the patient experienced severe hypoglycemia and was hospitalized due to an inaccurate delivery issue. Reportedly, the patient remained on the insulin pump and was hospitalized and received unspecified treatment. It was reported that the patient was severely hypoglycemic and had a seizure which caused the patient to break their back. Reportedly, the patient was hospitalized from (B)(6) 2015. Troubleshooting was unable to be completed at the time of the call and the reporter could not be reached for further information. This complaint is being reported because the patient allegedly experienced hypoglycemia because of an inaccurate delivery issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2019 with the following findings:.2. Battery compartment is cracked above the grip pad. During investigation, the pump passed all required delivery accuracy testing. A review of the pump total daily dose showed the pump was delivering the programmed basal rate. No evidence of a pump malfunction or inaccurate delivery was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.